Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. The reviewer stated, "one (1) fluoroscopic still image of the reported device was provided. In the image, the first implanted clip (reported device) and sgc can be visualized; there is no cds in view indicating the image was taken post deployment and removal of the first cds. The clip arm angle appears to be ~20° - 25° which is within the typical range of clips implanted per the instructions for use (10° - 30°) and is not indicative of a typical post deployment cowl event. While this is an estimation based on visual assessment with the unaided eye, the post deployment clip arm angle observed in the image appears to be less than the reported observation that "immediately after deployment, the clip opened to 40 degrees." Furthermore, per the response to question #6 it was reported that the pre-deployment clip arm angle was 20°. Based on the observed post deployment state in the image provided, a potential arm angle change of < 5° likely occurred post deployment which is within the expected amount due to lock settling and is normal behavior. Lastly, no pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). With no pre-deployment cine for comparison, a clip arm angle change during / post deployment cannot be assessed and a potential post deployment cowl cannot be confirmed via cine evaluation. There are no other observations based on the fluoro image provided."

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to 40 degrees. To stabilize the clip, an ntw clip was implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.